Event description:
As reported by the edwards field clinical specialist, at the patient¿s one year follow-up visit she complained that she has had a progressive increase in shortness of breath (sob) and fatigue over the last 6 months. Per the echo report, the sapien valve was well seated. The leaflets appeared thick and possibly calcified. There was trivial central aortic insufficiency (cai) and mild-to-moderate paravalvular leak (pvl). There was severe aortic stenosis. The peak instantaneous gradient of the aortic valve was 90 mmhg. The mean gradient of the aortic valve was 51 mmhg. The aortic valve area, by peak velocities, was calculated at 0.51 cm2. Compared to the prior echo reports, in a one year period the valve area has decreased from 1.3cm2 to 0.51cm2, the mean aortic gradient has increased from 19mmhg to 51mmhg, and the patient¿s ejection fraction has decreased from 60% to 40-45%. Upon investigation it was learned that the stenosis of the sapien valve was secondary to the patient¿s renal disease.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
After the initial report, the site reported that the stenosis of the sapien valve was secondary to end stage renal disease. The site plans to manage the stenosis medically and to potentially place the patient in hospice care. Due to the patient¿s multiple comorbidities, the site will not be implanting another sapien valve or performing any other interventional procedures. The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, per the site, the stenosis of the sapien valve was secondary to the patient¿s end stage renal disease. The IFU warns of accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.